Event description:
The pt experienced a small amount of yellowish drainage and then crusting at the wire exit site. Mild redness around exit site with blister around most proximal exit site. Event started (B)(6) 2013. Redness increased and was noted on (B)(6) 2013 to have grown approx 4" and firm to the touch, just to the lower right of the exit site. Pt received antibiotics and the event resolved on (B)(6) 2013.